Event description:
It was reported that on (B)(6) 2010, a promus 3.5 x 28mm stent was implanted in a de novo, non-tortuous, non-calcified, proximal left anterior descending artery and approximately 24 months later the patient experienced a cardiopulmonary arrest and expired on (B)(6) 2012. It is listed as unknown if the patients death was related to the device or to the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patients effect of cardiac arrest and death, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.